Event description:
After patient got back into bed from being weighed with the standing scale, the tubing from the top suddenly broke. The tubing broke underneath the drip chamber suddenly without any type of intervention from the rn before it broke. A patient care tech observed this incident. Rn paused drip, disconnected tubing and changed the whole tubing set. Saved tubing set in specimen bag. No injury to the patient.